Manufacturer narrative:
(B)(4)

Event description:
Related manufacturer reference 3005188751-2016-00068, 3008452825-2016-00128. During an ablation procedure, a pericardial effusion in the left atrium occurred while ablating on the lateral mitral annulus. The effusion was confirmed by ice imaging and a pericardiocentesis was performed to stabilize the patient. The patient remained in sinus rhythm and remained hemodynamically stable throughout the procedure. There were no performance issues with any sjm device.

Manufacturer narrative:
(B)(4). The results of the investigation concluded no visual anomalies were noted with the device. A review of the device history record was not possible since the batch number was unavailable. The cause of the reported pericardial effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturer reference 3005188751-2016-00068, 3008452825-2016-00128.